Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locked properly in place. Insulin pump received with cracked keypad overlay. Insulin pump passed displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement. Insulin pump properly connected to the guardian link and green test plug. No communication anomaly noted. Insulin pump calibrated with sensor and test plug. No calibration anomaly noted. No sensor updating, sg not available alerts noted. However, pump error alarmed during self test and was confirmed in the formatted history file due to broken trace at pin#1 at u1 keypad assembly.

Event description:
Information received by medtronic indicated that insulin pump received no calibration occurred and check sensor connection. Customer stated that stated that the auto mode has stopped. Customer stated that the sensor was giving processing the blood glucose for auto mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.